Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10. A replacement glidescope spectrum smart cable was provided to the customer. The spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the "intermittent image" issue. When the spectrum smart cable was connected to known, good, test equipment, the smart cable produced green static and intermittently ceased to be recognized. The technical service representative noted that the hdmi connector pins were visibly bent. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality to the damaged hdmi connector. Since the glidescope spectrum smart cable is not repairable and a replacement was already provided to the customer, the spectrum smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image froze if the cable, near the connector was moved. A delay in the procedure of less than one (1) minute occurred as a backup avl device was obtained. No harm to the patient or user was reported.